Manufacturer narrative:
The investigation is ongoing. The device not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. Due to severe tortuosity in aorta, the operator was unable to positioning valve in-between proximal and distal markers of balloon during the fine adjust at the descending aorta. The valve was deployed off set to the markers on the balloon and was immediately post dilated by moving balloon more aortic to full expand the outflow of the valve. The patient had no systemic pressure post-deployment of the valve requiring cardiopulmonary resuscitation (CPR) and bypass. The patient received a chest tube related to pleural effusion from the CPR. The patient was decannulated at end of case chest tube left in and intubation tube. The valve was successfully implanted.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints were unable to be confirmed as no relevant imagery was provided for evaluation. In this case, there was no allegation of a device malfunction contributed to the reported events. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials also revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation; therefore, it is unlikely that a manufacturing nonconformance contributed to the reported events. In this case, ''due to severe tortuosity in aorta, the operator was unable to positioning valve in-between proximal and distal markers of balloon during the fine adjust at the descending aorta. The valve was deployed off set to the markers on the balloon and was immediately post dilated by moving balloon more aortic to full expand the outflow of the valve''. Additionally, per fcs information provided, there was no straight section in the aorta. Per training manual, ''if valve alignment is not performed in a straight section, there may be difficulties performing this step. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary''. Performing valve alignment in a non-straight section of the aorta can result in higher-than-normal alignment forces, creating high tension in the system which can consequentially prevent the valve to be fully aligned between the markers. In such condition, the valve may not be deployed evenly requiring post dilation to achieve full expansion. As such, available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.